Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. According to the information provided, it was reported that during an acl procedure, when tightening a rigidloop adjustable cortical implant standard, the suture loop was broken. The complaint device was received and evaluated. Visual observations revealed that the white suture was found frayed and cut, confirming the complaint. No other anomalies were observed. The possible root cause can be attributed that the user used snaps or other instrument to pull the white suture without wrapping the suture around the snaps creates a stress point on the suture, resulting in breaking it. Besides, excessive tension on the white suture or excessive counter tension on the graft could have resulted in fraying and cutting the suture. The root cause can be a combination of the above-mentioned issues. However, this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device [6l18976] number, and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A manufacturing record evaluation was performed for the finished device [6l18976] number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by affiliate via complaint submission tool that during an acl procedure, when tightening a rigidloop adjustable cortical implant standard, the suture loop was broken. Another device was used to complete the surgery. No surgical delay or patient consequence reported. No additional information could be provided.